Event description:
A customer reported experiencing a cartridge alarm, specifically cartridge alarm 20, with their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump with one that has updated software; cts provided instructions on storage mode and steps for using the replacement pump.